Event description:
The fse reported that the system intermittently would not boot up. This would result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.